Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, assisted the customer with the reset process, and confirmed that the malfunction did not recur. The customer was instructed to continue using the pump and advised to call back if the issue happened again.